Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.